Event description:
It was been reported to co that the occlusion balloon deflated unexpectedly during the procedure. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to occlude the vessel. The physician inserted the stent delivery catheter and began to place the stent and noticed that the occlusion balloon was deflating. The physician continued to place the stent. The physician removed the occlusion balloon and did not aspirate the vessel because occlusion was already lost. The device was removed from the pt and the pt is reported to be fine.